Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the baw7600628 product ifus are found to be adequate based on past reviews. The instructions for use per baw7600628 were found adequate. The following instructions are indicated: recommended inflation capacities: 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water. Visually inspect the product for any imperfections or surface deterioration prior to use. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter allegedly leaked. The patient reported that the catheter is currently in situ.